Event description:
It was reported that the implantable cardioverter defibrillator exhibited upgrade option issue. The device was not used. No patient was involved.

Manufacturer narrative:
Manufacturer report 2017865-2018-09465, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).